Event description:
It was reported that the patient presented post-procedure. It was noted that the atrial lead exhibited failure to capture due to lead dislodgement. The reported lead was explanted and replaced on (B)(6) 2023. The patient was discharged from the hospital.